Event description:
The patient reported feeling like the pulse rate is less and a bit dizzy when riding the train. Follow up with the physician determined that the patient has not been seen since (B)(6) 2010. No further information was available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.